Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post operation follow up, lead dislodgment via x-ray was observed on the lv lead. Patient was asymptomatic. Lead was explanted and a new lead was implanted. Patient was stable.